Event description:
It was reported, the patient had an issue with a hole in the catheter. The hole was ¿fixed¿ right away. After the catheter was fixed, the patient¿s health care provider (hcp) started him at a low dose; ¿100 instead of 1000.¿ the patient was in the hospital "going through it." It was unknown what medication was in the pump at that time.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. (B)(4).